Manufacturer narrative:
Retail store reports that consumer experienced an eye injury, burning, redness and irritation after using this product. The consumer reported that eyes hurt and was not able to wear lenses. The (B)(6) describes the scope of injury associated with hydrogen peroxide exposure to the ocular tissue, ¿hydrogen peroxide is irritating to the eyes with a burning sensation, conjunctival hyperemia, lacrimation and severe pain which resolves within a few hours. There are rare cases of temporary corneal injury resulting from the application of 3% solution to the eye on contact lenses including punctuate staining of the cornea, decreased vision, corneal opacity and edema.¿ the symptoms reported are consistent with the (B)(6) description of a temporary condition associated with hydrogen peroxide exposure. The complaint sample has not been returned for evaluation and the product lot number was not provided. Attempts to obtain additional event and product details have been unsuccessful. Note that this event is being retrospectively reported to FDA due to the result of a remediation activity.

Event description:
Retail store reports that consumer experienced an eye injury, burning, redness and irritation after using this product. The consumer reported eye pain and was not able to wear lenses. There was no report of a medical evaluation or medical treatment associated with the experience. The complaint suggests the device may have malfunctioned as a result of variability of neutralization.